Event description:
Baxter received a complaint for the logix software. The specific gravity is changing when the prescription is transferred from logix to the compounder. This condition occurred during programming/set-up. There was no patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4)- the software was not requested by baxter. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.this device is class ii exempt from having a 510(k) number.

Manufacturer narrative:
(B)(4). The reported issue of application defect-erroneous result- wrong number was confirmed. The root cause was determined to be use/user error. The customer reviewed and followed instructions as per the operator's manual to resolve to the reported problem. A labeling review was performed and the labeling was found to be adequate and sufficient.